Manufacturer narrative:
Findings: pump was received with button error alarm due to flattened all the buttons dome switch. Unit passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" or motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was 500 mg/dl at the time of the incident. The customer was treated with manual injections. The customer stated that they also received a button error as well as a no delivery. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.